Manufacturer narrative:
The customer¿s report of the male spin collar breaks apart on the extension set was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was noted that the male luer spin collar on the extension set was broken apart with its top portion missing. Further visual inspection of the damaged component under magnification observed there were no whitish colored scratches or stress markings around the broken off area. The male luer cavity number could not be identified. There were no signs of damage or deformities found on the remaining portion of the collar or male luer tip. No other anomalies were observed on the set. Functional and pressure testing resulted in the set flowing freely and ran with no issues. The root cause of the male spin collar breaks apart on the extension set was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the extension set is placed onto a sterile field and when the set is connected to the mating product, the male spin collar breaks apart and on occasion the male luer tip breaks off. No patient harm reported.